Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported a plate broke. Currently there are no planes to remove it.

Manufacturer narrative:
An investigation was not performed because no device was returned, and the device was used for an off label indication. Review of the device history records was not possible due to no lot number being identified. The root cause cannot be determined due to no device returned and device being used off label. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.